Event description:
An olympus representative reported on behalf of the customer that when using a soltive premium superpulsed laser system, there was a broken fiber that burned the user¿s index finger. There was no medical intervention reported and/or no information provided on the degree of the burn. The related patient identifier (B)(6) reports the soltive laser system.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the laser console burning a physician's finger could not be determined. There was no fiber returned and a physical evaluation could not be performed. Per page 11 of the soltive laser system instructions for use (IFU): "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure. Maintain the laser in standby mode, unless the laser is being used for a treatment. Maintaining the laser in standby mode prevents accidental laser exposure if the footswitch is inadvertently pressed." Olympus will continue to monitor the field performance of this device.